Event description:
It was reported that shortly after the patient moved, a dye study was performed that indicated the catheter was no longer in the intrathecal space, and the patient needed a revision. Following the surgery, the patient did not have pain relief, and only had side effects. The patient discontinued all oral medications, but still had side effects. The patient then requested the pump medication be decreased, and the side effects subsided. It was noted that additional testing indicated that the catheter was placed near the brain stem, but the physician had told the patient it was placed in c4. It was reported that the pump was filled with saline at the time of report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the cause of the event was drug side effects. The side effects included dizziness, balance problems and lightheadedness 'when he was on sufenta'. It was noted that the catheter tip was at 'c1 level'. During the revision on (B)(6), 2012 the catheter tip was moved down to t10-t11. The device system was used to deliver dilaudid 0.2mg/ml at 0.01mg/day. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient wanted to find a new doctor that was closer. It was noted the patient had been going to (B)(6) every six months for refills and when he goes he stayed for three days. It was further reported he was doing well with his pump until he moved to alabama and started with a healthcare provider (hcp), then ¿everything went downhill¿ and the patient had to have another surgery. After the patient had switched doctors when he had moved the hcp told him he had to inject dye and said ¿we have a problem¿ because the previous hcp ¿did it wrong.¿ the previous doctor in louisiana noted it was a possibility ¿that it could have moved¿ so the hcp in alabama said he had to move it from mid low back into spine and neck. The catheter was moved and it got to where the patient would stumble and fall. It was noted the patient had no balance, no pain relief, and fought for about two years and it was getting worse. It was also reported the patient went into the emergency room (ER) two to three times and the patient fell down steps and hurt his wrist. It was reported ¿they never found anything.¿ it was also reported the patient experienced withdrawal and the patient quit taking all medication. It was noted about two or two and a half years ago he wanted to take medicine out, but it had to be done over a long period of time and in the meantime ¿put him on a bridge,¿ completely shut off, and went to the ER because he was in total withdrawal and ¿fought withdrawal over the weekend.¿ it was noted after the medications were completely out the patient had no more stumbling, was not dizzy, but his back was killing him. It was also reported after that the patient called his previous doctor and he injected dye. It was reported the medication was supposed to stop with the second vertebrae in neck, but the hcp found it was spraying medication on root of his brain and they had to do another surgery and pulled the catheter down to the patient¿s mid back. This was the doctor the patient was currently driving to see, but needed to find a closer doctor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type catheter; product ID 8709sc lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: 2010-(B)(6) product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(4) 2012, UDI#: (B)(4) and 8709sc lot# serial# (B)(4), ubd: (B)(4) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that a physician ran a test and said the probe was not even in the patient¿s intrathecal area of the spine. The date of the event was (B)(6) of 2010. The date (B)(6) 2018 is considered an approximate date of event (year known only). It was further noted that the doctor did surgery and moved the probe from the mid back to the neck. The patient was on dilaudid and the doctor switched him to three drugs which he didn't know what they were. It was noted that the patient walked across the floor and fell on his face. It was further noted that the medicine was spraying on the root of his brain. The patient¿s blood pressure was out of control. The patient had the physician remove the medicine and empty the pump. The patient didn¿t know what they put in the pump at the time because they couldn't shut it down, but they put something in it to keep it running. It was noted that the patient¿s wife said fentanyl and sufentanil. The pump was indicated as having previously administered sufentanil, dilaudid, and fentanyl (drug concentrations, dose rates, and therapy dates were not unknown/not specified).